Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a navigation ring failure. There was no patient involvement.

Manufacturer narrative:
G4: 13mar2020 b4: (B)(6)2020. The customer stated that they found a connector was disconnected. After the cable was reconnected, the navigation ring was functioning correctly. No additional repair information was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.